Event description:
Patient underwent generator replacement on (B)(6) 2015. Replacement was prophylactic due to ifi-yes. The generator was returned for analysis on 01/14/2015. Product analysis is underway but has not been completed to date.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient's mother has called twice about seizures since the patient was last seen. It was noted that the patient has had approximately one seizure a month since he was last seen after about 6 months being seizure free. It was noted that the vns settings were adjusted the patient's output current was increased to 3ma and the off time was increased to 0.5 min. It was noted that approximately one quarter of the battery remains. The patient was referred for generator replacement. No known surgical interventions have occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Product analysis for the generator m105 was completed and approved on 2/17/2015. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostic values indicated that the output current reported low (2.50ma) with the device programmed to 3.00ma. However, the measured output signal amplitude (both prior to (12.11v) and after the monitoring test (12.14v)) demonstrates that the generator is able to deliver the programmed 3.00ma (with a 4k ohm load calculated output 12.00v +/- 10%) despite the warning message of a low output condition. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications .